Manufacturer narrative:
Method: device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via correspondence with the sales representative. The device was not returned as it was discarded by the surgeon. The surgeon was unable to remove the fractured piece. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: due to the device not being returned, a definite root cause cannot be determined.

Event description:
It was reported that; while inserting the pedicle screw the pedicle of the vertebra broke and the y-wire pushed through the vertebral body into the retroperitoneal space and approximately 3cm broke off. The surgeon was unable to retrieve and remove this piece. The affected side was left without any instrumentation and only unilateral fixation was completed.

Event description:
It was reported that; while inserting the pedicle screw the pedicle of the vertebra broke and the y-wire pushed through the vertebral body into the retroperitoneal space and approximately 3 cm broke off. The surgeon was unable to retrieve and remove this piece. The affected side was left without any instrumentation and only unilateral fixation was completed.